Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment and loss of capture. A height discrepancy in the patient's chart occurred and the lead was not adequate for patient's anatomy. This rv lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to dislodgment and loss of capture. A height discrepancy in the patient's chart occurred and the lead was not adequate for patient's anatomy. This rv lead was succesfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead found that the helix mechanism was extended and dried blood/tissue was noted in the helix housing. Then, testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.